Event description:
Noise, inappropriate therapy

Event description:
It was reported that the lead was explanted because the patient received inappropriate shocks, and there was noise on the lead. No patient complications have been reported since the device was removed from service.

Manufacturer narrative:
No hospital was identified in the initial reported event; therefore, communication with the user facility was not possible. Evaluation summary no anomalies found; full lead returned. However, analysis did note that the lead was not fully inserted into the connector, which could have caused an intermittent connection. It was reported that the lead was explanted because the patient received inappropriate shocks, and there was noise on the lead. No patient complications have been reported since the device was removed from service. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications operational context contributed to event shock, inappropriate noise.